Manufacturer narrative:
(B)(4). The device history review for the product hemolok ml clips 6/cart 84/box, lot number 73k1400528 investigations did not show issues related to the complaint. The device sample has not been returned to the manufacturer for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the clips do not ligate. The patient's condition was reported as fine.